Manufacturer narrative:
(B)(4). Brand name: unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but refered to as a cook celect filter. Expiration date: unknown as lot# is unknown. Implant date: unknown but was refered to as (B)(6) 2013. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to "vbreach of warranty" letter from consel: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 and the filer was unreasonable dangerous because it erodes through the vena cava" patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is solely based on event description. No product is returned and no imaging is provided. It is assumed that the celect filter perforates the ivc wall ('celect filter erodes through the vena cava'). However, no conclusion can be drawn based on the incomplete information provided, nor can a root cause be determined. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to "breach of warranty" letter from counsel: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 and the filer was unreasonable dangerous because it erodes through the vena cava." Additional information received on 14oct2016: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but refered to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to "breach of warranty" letter from counsel: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013 and the filer was unreasonable dangerous because it erodes through the vena cava." Additional information received on 14oct2016: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). The patient involved was reported to be deceased without further details, therefore this report is being submitted as "death" related as a cautionary measure. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 11/23/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the due to pulmonary embolism. Plaintiff is alleging device tilt, vena cava perforation, duodenum perforation and chest pain. Plaintiff is deceased however there is no information regarding date of death.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). The patient involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, vc + duodenum perforation, chest pain, assumed pe'. Cook will reopen its investigation if further information is received. Unknown if the reported patient death is related to the filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported chest pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.